Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "broken eye piece funnel" malfunctions would likely be related to excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, it was confirmed the eye piece funnel was broken. Additionally, fiber breakage on the object window, bent outer tube and debris in the optical system of the optical fiber were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the eyepiece is broken on telescope, 30°, 4 mm. The reported malfunction was found during reprocessing. There were no reports of patient or user harm associated with this event.